Event description:
It was reported that the hemo-dialysis catheter used well since it was inserted in the patient in 9th, dec. After dialysis therapy on 6th, may, blood leakage was found on the inserted placed. The patient pressed the bleeding area immediately and was back to hospital. The catheter was found partly moved outside body and could not be fixed. The physician had to unsheathe the catheter and the cuff was found loosened, left in the body.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed four other similar product complaint file(s) from this lot. ((B) (4), (B) (4), (B) (4), (B) (4)).